Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR #2916596-2015-00633. (B)(4). Approximate age of device ¿ 1 day (estimated - the date of onset of the stroke was not provided). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered a stroke sometime during or after a pump exchange performed on (B)(6) 2015. The patient is currently in a skilled nursing care center for rehabilitation. Additional detailed information was requested but was not provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient experienced a big ischemic left middle cerebral artery stroke. There were no reported intraoperative issues. It was reported that the patient was essentially aphasic with occasional yes/no answers, no use of the complete right side, and is now bed bound.